Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device failed to acquire a 12l during patient use . It was reported that the alleged failure was observed while the device was in patient use. However, no adverse patient impact was reported.